Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.